Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted; however, it was noted that after deployment, the steerable guide catheter (sgc) was accidentally pulled back into the right atrium. The clip delivery system (cds) was then removed. Upon removal, air was noted in the hemostatic valve of the sgc and the column would not hold. Aspiration was performed, and it was noted that no air entered the patient. The sgc was removed and replaced. An additional clip was implanted reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The returned device analysis did not confirm the reported leak. Deformation due to compressive stress was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, a definitive cause for the reported leak and observed deformation due to compressive stress could not be determined. The reported unintended movement of the device appears to be related to user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.